Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended. The helix length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during the initial implant procedure, dislodgement of the right atrial (ra) lead was noted during multiple positioning attempts. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.